Event description:
It was reported that the 9900 system c-arm will not move up or down. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and the cross arm roller bearings. The system was tested and found to be working as intended and placed back into service.